Manufacturer narrative:
Device evaluated by manufacturer - it was noted during unpackaging that dried blood and contrast were present in the shaft and balloon. The balloon catheter was returned in a deflated state. There was a pinhole and scratches 11mm from the tip. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occured. The lesion being treated was located in the right coronary artery (rca). During inflation, to an unknown atm, the 2.50x12mm nc quantum apex balloon 'broke'. The procedure was completed with another 2.50x12mm nc quantum apex balloon. No patient complications were reported and the patient's status is stable.